Manufacturer narrative:
(B)(4).

Event description:
Procedure type: mastectomy. According to the reporter: customer stated that the needle was broken during the suture, and then used the second needle, but it was broken again. Medical intervention wasn't required. Surgery time extended by 30mins or more. The patient is in good condition now. A piece of the broken needle fell into the patient's cavity and was retrieved by needle holder. An x-ray was used. No intervention was required because of the extension in surgery time.